Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported cracking the ilet screen and experiencing difficulty navigating the device and viewing the blood glucose (bg) readings on the ilet. The device was scheduled for replacement, and the user reverted to backup therapy. No adverse effects to bg were reported.